Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 1800 module for one patient. The initial result was 150.9 mmol/l, accompanied by a data flag. The 2nd measurement was 138.8 mmol/l, accompanied by a data flag. The 3rd measurement was 139.7 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) determined that the mixing effect was weak by a visual inspection, and they found an abnormal bubble in the syringe. The fse replaced the mixing unit and syringe assembly and swapped out the tubing for the syringe. Qc was completed within specifications. The investigation was unable to determine a direct root cause. No additional events were reported by the customer.